Event description:
It was reported that the patient underwent a posterolateral fusion l5-s1 due to spondylolisthesis, disc herniation, and stenosis. 16 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 400 ccs, or time was 321 min, hospital stay was 96 hrs. 4 months post-op, the patient presented with moderate muscle pain. 36 months post-op, the patient underwent a decompression, lumbar laminectomy and facetectomy and foraminotomies at l4-l5 and l5-s1 with autograft and bmp. The patient returned to work 243 days post-op. The patient was last seen 8 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs. An unknown time post-operatively the patient required a decompression procedure at the same level.